Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021- 01418.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021- 01418.

Manufacturer narrative:
(B)(4). Item #: unknown humeral stem lot #: unknown, item #: unknown humeral liner lot #: unknown, item #: unknown baseplate lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01219, 0001822565-2021-01221, 0001822565-2021-01222.

Event description:
It was reported that patient underwent left shoulder procedure on an unknown date. The patient underwent a revision procedure of the comprehensive reverse shoulder with fracture stem due to pain. Attempts have been made and no further information has been provided.